Manufacturer narrative:
Product complaint #: (B)(4). Additional information: the list of all lot numbers for cdh33a staplers supplied to the affected hospital within the last 18 months was provided. Potential lots: r4075x, r40d9t, r40l8z, r40n54, r40j0a, r40781, r4146w, t4022h, t4028h, r40n8g, r41579, r40f61, r40z81, p4t74e. Device history of potential lots within bounding of field action: lot r4075x: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 03/08/2018, expiration date 02/28/2023. Lot r40d9t: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 04/25/2018, expiration date 03/31/2023. Lot r40l8z: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 07/09/2018, expiration date 05/31/2023. Lot r40n54: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 07/16/2018, expiration date 06/30/2023. Lot r40j0a: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 06/03/2018, expiration date 05/31/2023. Lot r40781: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 03/09/2018, expiration date 02/28/2023. Lot r4146w: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 11/07/2018, expiration date 10/31/2023. Lot t4022h: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 01/24/2019, expiration date 12/31/2023. Lot t4028h: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 01/25/2019, expiration date 12/31/2023. Lot r40n8g: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 07/18/2018, expiration date 06/30/2023. Lot r41579: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 11/15/2018, expiration date 10/31/2023. Lot r40f61: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 05/09/2018, expiration date 04/30/2023. Lot r40z81: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 09/28/2018, expiration date 08/31/2023. Device history of potential lot not within bounding of field action: lot p4t74e: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 11/07/2017, expiration date 10/31/2022.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If available, please provide the lot number of the device. What were the indications for surgery? What specific surgical procedure was being performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed in the initial surgical procedure? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? Was other treatment required besides the endo-sponge? Can more information be provided about the placement of the endo-sponge? Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current status of the patient?

Event description:
It was reported that following a rectum procedure, there was anastomotic leakage. For anastomotic leak, patient has currently still has an endosponge. No further information.